Event description:
Customer reported that the sensors gave false readings and were itchy. She reported that the insulin pump had shut off because the sensor glucose readings were at 50 mg/dl while the blood glucose reading was actually 120-140 mg/dl. She also mentioned that one sensor glucose reading was 130 mg/dl when the blood glucose reading was 49 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.